Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and confirmed that one of the casters had come off. The fse reinstalled the caster, and the other casters were tightened. Based on the information available and the testing conducted, the cause of the reported problem was a lose caster. The reported problem was confirmed.the device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an expression patient monitor (mr200) that one of the wheels on the mr200 cart came off. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.